Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller assembly. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water did not cool down in arctic sun device. Per follow up information received via mail on 18mar2024, it was reported that the device was repaired on the customer site. The issue was cooling malfunction, and the problem was resolved by replacing chiller assembly.

Event description:
It was reported that water did not cool down in arctic sun device. Per follow up information received via mail on 18mar2024, it was reported that the device was repaired on the customer site. The issue was cooling malfunction, and the problem was resolved by replacing chiller assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.